Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not respond to the lid opening. The device can no longer be repaired. The customer was provided with a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to the reed switch, sw5. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.